Event description:
The patient was undergoing a thrombectomy procedure in the left iliac vein using a penumbra engine (engine) and a penumbra engine canister (canister). During the procedure, the engine fell off the table and became broken. It was also reported that there was no noticeable damage to the engine; however, the engine would not power on at all. Therefore, the engine was removed. The procedure was completed using a new engine and a new canister. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned engine confirmed that the device did not power on. During the functional test, the engine was plugged and did not power on. Therefore, the fuses were exchanged with demonstration fuses. Then the engine was powered on and achieved vacuum within specification. The fuses were likely damaged due to the engine falling off the table during the procedure. During functional testing, the engine was run for approximately ten minutes and no vibrational movement was observed. The engine housing was opened and there was no visible damage to the dampeners. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.